Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of an amia cassette. This was identified during an unspecified process step. It was not reported if the patient was connected at the time of the event. There was no report of a patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.